Manufacturer narrative:
The patient was admitted to the ER due to uti and pneumonia. The stimulator site was not infected. The ER staff pulled the leads on (B)(6) 2021. The patient is currently recuperating in rehab. No further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile, implanting an expired device, patient picking at the wound, not using antibiotics, and patient engaging in strenuous activities have been ruled out as potential causes. However, the patient has a history of anesthesia sensitivity and utis and the implanting clinician disclosed not being aware of the patient's pre-existing conditions. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unrelated to the stimulator. However, the patient is a poor candidate due to health, weight, age, or mental capacity (user error-clinician).

Event description:
Patient was very sleepy coming out of anesthesia post procedure. Patient was later admitted to the hospital after a fall, and was then admitted again due to the patient having a fever and potential infection.